Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was failed to boot up. The rse suggested to check the motherboard and internal board as the host-pc was turning on after manually pressing the power button. The fse visited onsite and upon functional testing, the fse found that the host pc was not booting up automatically because the motherboard battery was low (2.7v). To resolve the reported issue, the fse replaced the battery and modify the date and time. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.